Event description:
It was reported to the manufacturer by the end user, per the end user, the bed foot section dropped down to the right and the resident rolled out of the bed. The resident landed on the floor and was found lying on her back. In-house evaluation was performed by staff and resident was transported to the ER for evaluation. The patient sustained a bruise to the right hip and complained of pain to the right buttock. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.